Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with flashing display, the problem isolated to lcd board. No missing segments or partial display noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported that the insulin pump only has a partial display. The customer also reported that there flashing icons on the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.